Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneously low glucose results for one patient tested with 2 accu-chek inform ii meters, serial numbers (B)(4). The patient went to her normal hemodialysis appointment on (B)(6) 2017 and started to show signs of hypoglycemia. She was lethargic and sweaty. She had a low level of responsiveness, but was not unresponsive. At 10:26 a.m., a fingerstick sample from the patient was tested on meter serial number (B)(4) and the result was 19 mg/dl. The patient was then treated with 1 vial (50 ml) of d50. The facility's protocol is to give 30 ml of d50, but the patient was given a higher dose since she had a decreased level of responsiveness. At 10:36 a.m., a fingerstick sample from the patient was tested on meter serial number (B)(4) and the result was "lo" (< 10 mg/dl). At 10:38 a.m., a fingerstick sample from the patient was tested on meter serial number (B)(4) and the result was "lo" (< 10 mg/dl). A different vial of the same test strip lot number was used for testing on this meter. At 10:40 a.m., a sample was collected from the patient and then tested with a laboratory method, resulting as 430 mg/dl. No adverse events were alleged to have occurred with the patient. The patient's condition is currently ok. The nurse stated that there was nothing out of the ordinary that day for the patient. All medications, diet, and exercise were normal for the patient on that day. There was nothing in the test strip vials with the unused test strips. Quality controls were tested on both meters that morning and both levels of control on both meters passed. The customer's product was requested for investigation and replacement product was sent to the customer. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
Both of the customer's meters, 2 vials of test strips (lot 475316), and controls were provided for investigation. The products were tested as follows: glucose solution was observed within the vial and on some test strips of test strip vial #1. Control ranges: level 1: 30 - 60 mg/dl. Level 2: 261 - 353 mg/dl. Meter serial number (B)(4): vial #1: level 1: 42 mg/dl, 42 mg/dl, 43 mg/dl; level 2: 300 mg/dl, 294 mg/dl, 292 mg/dl. Vial #2 results: level 1: 44 mg/dl, 43 mg/dl, 43 mg/dl; level 2: 292 mg/dl, 292 mg/dl, 296* mg/dl. (B)(4): vial #1 (18 strips) results: observed some glucose solution within vial and on some strips. Level 1: 43 mg/dl, 44 mg/dl, 44 mg/dl; level 2: 289 mg/dl, 297 mg/dl, 292 mg/dl. Vial #2 results: level 1: 43* mg/dl, 42* mg/dl, 42* mg/dl; level 2: 294* mg/dl, 294* mg/dl, 294* mg/dl. Indicates that there were no more test strips remaining in vial #2 and retention test strips of the same lot were used for the measurement. All returned results are within acceptable range. No information was provided that would point to a cause for the result discrepancy. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results.